Event description:
The customer reported to olympus that during a therapeutic total laparoscopic hysterectomy using the camera head, error code e116 appeared. The procedure was completed with the same device. There were no reports of delays or patient harm.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation. During inspection, the rubber feet were found worn, and the touch panel had dents. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.